Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 536 mg/dl. Bg level was corrected with a bolus via the pump.